Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the pt suffered no permanent harm or injury due to the event. It was reported the pt was stable post procedure. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported, on (B)(6) 2012, pt of unk age and gender presented for an endovenous laser procedure of the leg. During the procedure, approximately 4 cm of the fiber fractured off inside of the pt. The treating physician successfully retrieved the fractured piece from the pt via a cut down. It was reported the pt suffered no permanent harm or injury due to the event and was reported as stable post procedure. The disposable device has been returned to the manufacturer for evaluation.